Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: an inter-medullary fixation (imf)-screw neck broke during the tightening phase of an intra-maxillary locking procedure for osteosynthesis mandibular condyle fracture. The procedure was completed by placing a second screw proximally. All broken off pieces were removed from the patient. No consequences for the patient. The surgery was prolonged about 15 minutes. There is no further information at this time. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Report is for an unknown tightening instrument device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.